Manufacturer narrative:
The customer reported having signal loss with the freestyle libre 3 application. Abbott diabetes care attempted to replicate the reported issue and the reported configuration of the device (ios 16.6.1) is not compatible with the freestyle libre 3 app. The compatibility guide is available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer, and the incompatible configurations were used, this complaint is therefore not confirmed to use. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device, with use with iphone (model unknown) with ios 16.6.1. A signal loss alarm was reported and therefore the customer was unable to receive glucose alarms. The customer experienced a loss of consciousness and required third-party administration of glucose for treatment. There was no report of death or permanent injury associated with this event.